Event description:
The reporter stated that a new phantom base for crw equipment was sterilized for the first time with steam. It came out with a burnt look and a black substance all over it. There was also a screw that became stuck in the device. A screw driver was sterilized in order to remove it. The screw was the fixed screw that holds the vertical slide pointer of the phantom base. The user could not put the vertical slide down. The case was prolonged as the user attempted to correct the malfunction. The black substance also rubbed off on the surgical gloves which may have put the patient at risk.

Manufacturer narrative:
The crwpbs was received for investigation on (B)(4) 2009. It was examined and a noticeable black substance was on the surface of the nickel oxide plated aluminum. Arrangements have been made to send the crwpbs out to a laboratory for analysis to identify the black substance on the plated aluminum components. It was also noticed that the vertical slide was missing and the holding screw that applies attention to the vertical slide to prevent it from slipping out of position was loosened and backed off from its prescribed location. The issue with the vertical slide screw being struck and the need to sterilize a screw driver to loosen it was not needed (i.e. User error). The screw that was loosened is designed to hold the slide in a set location while another thumb screw is used to lock the slide in the desired location. The holding screw is designed with a spring loaded tip that only applies enough pressure to the slide to keep it from slipping out of position. This screw is preset and is not meant to be adjusted at any time. Seeing that this screw was backed out of its position indicates the user loosened the screw thinking that it was preventing the vertical slide from moving as opposed to using the thumb screw as required.